Event description:
The patient called to report that he was hospitalized due to high blood glucose levels and a foot infection. The patient also reported blurred vision, and stated he wasn't thinking clearly. The patient stated that he was treated for the foot infection as his elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery and low reservoir alarms in the alarm history. The patient was unable to conduct the prime and high pressure tests as he was at work at the time of the call, and he had no extra supplies. Advised the patient to call back at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.